Event description:
The patient contacted animas on (B)(6) 2013 alleging she awoke with blood glucose (bg) of 250 mg/dl with a stomachache and a headache. The patient reported that the pump was not primed and the cartridge cap was loose at the time. The pump had reportedly alarmed for loss of prime in the middle of the night due to the loose cartridge cap and the alarm remained unconfirmed until morning. The patient reported that she treated the elevated bg by tightening the cartridge cap and giving a correction bolus. The patient denied damage to the pump. This complaint is being reported because the patient experienced elevated bg as a result of use error by not properly tightening the cartridge cap to the cartridge and no confirming the loss of prime alarm.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s history showed two loss of prime warnings associated with low non-zero force. One went unacknowledged for 30 minutes on the date of (B)(6) 2013. The total daily doses added up to correctly reflect the user¿s programmed basal targets. A visual inspection of the pump showed no damage to the cartridge compartment or cap. During testing, the pump powered on normally and displayed the verify screen. The pump was primed and exercised for 24 hours with no delivery interruptions. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, evaluation revealed a dim and faded display screen. A test screen was installed and displayed properly.